Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 12232030 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since (B)(6) 2018. In 2002, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mass ("tumor/teratoma/ cancer- type:- large mass found"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown and the weight increased, mass and fatigue had not resolved. The reporter considered anxiety, depression, fatigue, genital haemorrhage, mass, menstrual disorder and weight increased to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. On (B)(6) 2012 patient underwent unilateral salpingo-oophorectomy other (please specify) - exploratory laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 12232030 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since (B)(6) 2018. In 2002, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mass ("tumor/teratoma/ cancer- type:- large mass found"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown and the weight increased, mass and fatigue had not resolved. The reporter considered anxiety, depression, fatigue, genital haemorrhage, mass, menstrual disorder and weight increased to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. On (B)(6) 2012 patient underwent unilateral salpingo-oophorectomy other (please specify) - exploratory laparotomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy bleeding'). In a 44-year-old female patient who had essure (batch no. 12232030), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not performed". The patient's concurrent conditions included: body mass index normal. Concomitant products included: alprazolam (xanax) since (B)(6) 2018. In 2002, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mass ("tumor/teratoma/cancer, type: large mass found"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue"), cyst ("cyst"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety, depression, cyst, sepsis and abscess outcome was unknown. And the weight increased, mass and fatigue had not resolved. The reporter considered abscess, anxiety, cyst, depression, fatigue, genital haemorrhage, mass, menstrual disorder, sepsis and weight increased to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. On (B)(6) 2012, patient underwent unilateral salpingo-oophorectomy other (please specify), exploratory laparotomy. Discrepancy: insertion date: (B)(6) 2003, 2002. Removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23 kg/sqm. Lot number#: 12232030, manufacture date: 2002-10, expiration date: 2004-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. 12232030 (inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since (B)(6) 2018. In 2002, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mass ("tumor/teratoma/ cancer- type:- large mass found"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue"), cyst ("cyst "), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety, depression, cyst, sepsis and abscess outcome was unknown and the weight increased, mass and fatigue had not resolved. The reporter considered abscess, anxiety, cyst, depression, fatigue, genital haemorrhage, mass, menstrual disorder, sepsis and weight increased to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. On (B)(6) 2012 patient underwent unilateral salpingo-oophorectomy other (please specify) - exploratory laparotomy discrepancy: insertion date- (B)(6) 2003, 2002. Removal date-(B)(6) 2012,(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events- abscess, cyst, sepsis were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 12232030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed. The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since january 2018. In 2002, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mass ("tumor/teratoma/ cancer- type:- large mass found"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious"), depression ("depressed") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown and the weight increased, mass and fatigue had not resolved. The reporter considered anxiety, depression, fatigue, genital haemorrhage, mass, menstrual disorder and weight increased to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. On (B)(6) 2012 patient underwent unilateral salpingo-oophorectomy other (please specify) - exploratory laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter added, lot number added, event added as : tumor / teratoma / cancer type: large mass found, fatigue, weight gain, essure confirmation test not performed. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a full hysterectomy and salpingectomy with essure removal). Essure was removed. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: the patient began to experience heavy bleeding, and abnormal menses, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Because of the requirement to undergo a full hysterectomy and salpingectomy with removal of the essure devices she has been left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.